Event description:
Robotic instrument permanent cautery hook broke inside patient during surgery. One portion of the broken piece was found and removed from cavity, the other was not located even after surgeon performed a thorough sweep and irrigated inside the patient's abdominal cavity. The operating room staff also searched the surgical field and could not find the missing yellow plastic piece. X-ray performed during surgical case, no foreign body detected inside patient per x-ray report, but plastic piece may not be detectable through x-ray. Instrument and found broken plastic piece sequestered and will be returned to manufacturer. Patient safety report performed by operating room circulating nurse. Event escalated to operating room management, intuitive representative contacted. Surgeon informed patient's husband of incident. X-ray results (B)(6) 2026 1155- no radiopaque foreign body.